Manufacturer narrative:
William cook europe initially reported event under MFR report #3002808486-2017-00318 new information was received identifying that the product was a cook inc. Manufactured device. (B)(4). The event is currently under investigation. A supplemental report will be provided upon completion.

Event description:
It is alleged that "[pt] received a gunther tulip filter on (B)(6) 2012." Patient was allegedly treated for dvt and claims to have received an implant on (B)(6) 2012. Patient is alleging chest pain without further details.

Manufacturer narrative:
According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.